Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the insert of the forceps broke during surgery, the broken part was retrieved. A second surgery was required 24 hours later.

Manufacturer narrative:
Device history record: DHR was reviewed and no anomalies that could be associated with the complaint were observed. The forceps was returned for evaluation: failure analysis: the evaluation verified the complaint as valid. The fixed jaw is broken at the pin drilling. This pin was not damaged. The pin between the wire and the mobile jaw was missing. There are corroded areas at the breakage zone. It suggests a crack prior to the complete breakage. The crack seems to begin near the pin. Root cause: the drilling of the jaw and the assembling of the pin may have weakened the material. The crack and then the breakage are probably due a recurrence of impacts during the reprocessing or the storage.